Event description:
A report was received that the patient would be explanted due to the patient being overstimulated and the ipg migrated over the spine and was uncomfortable.

Event description:
A report was received that the patient would be explanted due to the patient being overstimulated and the ipg migrated over the spine and was uncomfortable.

Manufacturer narrative:
Additional information received indicated that the patient was reportedly doing fine after the explant procedure. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-70 (B)(6) model description:linear lead, 70 cm